Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used during a shoulder arthroscopy procedure on (B)(6) 2025 when it was reported, ¿a piece of the electrode came off during surgery.¿ further assessment found that a fragment fell into the patient; however, it is unknown if the fragmentation was retrieved from the patient. The procedure was completed with an unknown, alternate device, which caused a 10-minute delay. There was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of possible fragmentation left in patient.

Event description:
The customer reported that the device, aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used during a shoulder arthroscopy procedure on (B)(6) 2025 when it was reported, ¿a piece of the electrode came off during surgery.¿. Further assessment found that a fragment fell into the patient; however, it is unknown if the fragmentation was retrieved from the patient. The procedure was completed with an unknown, alternate device, which caused a 10-minute delay. There was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of possible fragmentation left in patient.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn, found ceramic around the electrode broken off at the tip. Electrode found still attached at the probe tip. Broken piece was not returned for evaluation. Examination was performed per edge probes. The root cause cannot be determined, however, based upon evaluation, photos and an adverse event review meeting, the likely cause of this event was exposing the distal tip to undue force and stress, or if the user utilizes the probe well over its intended life. A device history review (DHR) review found no abnormalities that would contribute to this reported event. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 45 complaints, regarding 46 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.